Event description:
It was reported that during a tonsillectomy + adenoidectomy, the evac 70 xtra had an ablation failure. The procedure was successfully completed without a significant delay using a back up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. No manufacturing abnormalities were identified. During functional evaluation the device was connected to a compatible coblator ii controller and performed on the electrodes. The suction line was tested and was partially clogged by dried parts of tissue; a back flush could clean the line and the suction performed as intended; the saline line was tested and performed as specified; the complaint was not verified as the device performed within expected parameters. The root cause could not be determined with certainty. Factors, which may have contributed to the reported complaint include: 1- inadequate suction 2- the wand or foot control connector becoming disconnected from the controller display. 3- a loose connection between the controller and the wand. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.